Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2022 during a total laparoscopic hysterectomy procedure and the ¿handle grip came loose and started spinning rendering instrument unusable¿. There was no impact or injury to the patient. The procedure was completed as normal, and no alternate device was used. After further assessment it was found that there was an estimated 10 minute delay. There was no prolonged hospitalization. It is unknown if there was medical/surgical intervention. Patient current status is "alive". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿handle came loose and started spinning¿ is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 67 reports, regarding 83 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2022 during a total laparoscopic hysterectomy procedure and the ¿handle grip came loose and started spinning rendering instrument unusable¿. There was no impact or injury to the patient. The procedure was completed as normal, and no alternate device was used. After further assessment it was found that there was an estimated 10 minute delay. There was no prolonged hospitalization. It is unknown if there was medical/surgical intervention. Patient current status is "alive". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.